Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery compartment was overheating. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had change out battery and the battery was partially melted on top. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was monitored for two days and no unexpected hot to the touch or heat related anomalies noted. The electronic assembly was inspected and no obvious burned components or heat related damage noted. Device was received with scratched case, minor scratched lcd window, case cracked behind the insulin pump at the corner of the belt clip rails and cracked select button keypad overlay.